Event description:
It was reported the camera head malfunctioned. There was no image transfer and possible damage at the cable plug. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective cable unit (broken wires inside the cable). The camera head had an old type of coupler. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned. There was no image transfer and possible damage at the cable plug. There were no reports of patient harm.

Event description:
It was reported the camera head malfunctioned. There was no image transfer and possible damage at the cable plug. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 9/4/2014h4